Event description:
The facility reported a colleague infusion pump with failure code 810:03, which was identified during bio-med testing. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:03 was confirmed during product evaluation in the pump's event history. This condition was caused by a faulty air in line (ail) printed circuit board (pcb). The ail pcb was replaced to correct this condition.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).